Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the el5ml ligamax clipper did not close the clip during handling, not being possible to use. The material was replaced and the surgery was completed. There was no harm to the patient or damage to the surgery. No fragment or staple fell during surgery. The clamp did not close and it was not possible to use it.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # c9eg2j. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned sample determined that the el5ml device was received with no apparent external damage. The opened packaging was also returned with the instrument. Functional testing was performed, during which the device was fired; however, the clips did not advance into the jaws. During evaluation, the tip of the advancer was observed to be bent. To further assess the condition of the internal components, the instrument was disassembled. Disassembly confirmed that the advancer was bent, and zero (0) clips were found within the clip track. Based on the device¿s history, it is known that a bent advancer condition may result in malformed clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Device history review: a manufacturing record evaluation was performed for the finished device batch c9eg2j number, and no non-conformances were identified.